Event description:
Independent repair center: alleged alarming or red light. The key failure is the 4-way valve was sticking. Additional malfunctions are the sieve beds were dusted and the valve operator for the 4-way valve was not shifting correctly.